Event description:
Info received alleged that the head hi/low is drifting down slowly. No injuries were reported. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.